Event description:
Health professional reported, "saline was injected into the port using the non-coring needle. Immediate egress of saline along the posterior cup and turret seam was observed. The tubing was divided and a small defect created in the floor of the subcutaneous pocket." The port was removed and replaced.

Manufacturer narrative:
(B)(4). Allergan has received the product however the device has not been identified, nor has the analysis been completed at this time. Based upon the model number, serial number, and implant date provided by the reporter, the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking system, or may have pouch enlargement, or esophageal dilation due to stomal obstruction, band slippage, or over-restriction."